Event description:
Spontaneous communication. Pt reported while starting infusion last night and when trying to load syringe into pump, it kept springing back out. Pump made clicking noises. Pt was able to infuse manually. Pharmacy is replacing pump. No adverse events or missed doses reported. Unknown if pump is available for return. No additional information available. Pump serial number was not reported. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.